Event description:
A consumer reports she is unable to see at night and cannot read without glasses following bilateral intraocular lens (iol) implant surgery. She also reports blurry far vision and shadows around letters when reading. A yag laser procedure was performed bilaterally with no permanent improvement. She was put on prescription eye drops and noticed a difference in her vision. She was told her vision could be improved with eyeglasses but she does not want to wear them. Add'l info has been requested. There are two manufacturer's device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 05/12/2008 and 5/29/2008 by fax, mail and phone. A completed questionnaire has not been received.